Event description:
It was reported that stent dislodgement occurred. A 2.25 x 20mm synergy xd drug-eluting stent (des) was selected for treatment. The stent was attempted to be delivered to the distal circumflex artery twice, and on the third attempt, the device stripped off the balloon inside the hemostatic valve. The device was retrieved, and the procedure was completed using a non-boston scientific device. No patient complications were reported, and the patient made a full recovery.